Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet bionic pancreas displayed a low glucose reading after a flex infusion set and cartridge change, with sensor glucose at 45 mg/dl and then rising to 61 mg/dl, while the user denied symptoms and declined treatment as levels were increasing; the cause of the hypoglycemia was unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.